Manufacturer narrative:
Add'l suspect medical device components involved in the event: model #: sc-8120-70. Description: artisan 2x8 paddle lead (with slotted electrodes). The explanted device will not be evaluated as it was discarded by medical facility.

Event description:
A complaint was reported regarding infection. The dr explanted pt's precision sys and pt was treated with IV antibiotics. The pt's infection has cleared.